Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine via an implantable pump. The hcp in emergency room reported about a patient with suspected underdose symptoms, patient implanted with a pump to receive morphine. The hcp described that patient was feeling off, no critical symptoms for the moment. When asked, hcp mentioned patient could not hear any alarms, they had an appointment for a refill on (B)(6) but she was unsure if they had the refill, patient did not have an magnetic resonance imaging (MRI) scan recently. Patient did not have a patient programmer. Since hcp did not have a clinician programmer to check the pump and was not familiar with them, transferred call to national answering service (nas) to page a company representative (rep). In the mean time they were able to manage symptoms with oral medication.